Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error also insulin pump was not working. Customer reported they received the open book image on the insulin pump screen. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, device powered up with a frozen medtronic logo screen. The notification led was flashing, and the vibrator was vibrating each second. There was heavy corrosion and mold around the battery connectors located on electrical board plus the back of the lcd screen was very wet. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the frozen screen. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is firmly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. On the other hand, there was corrosion and rust inside the battery compartment. Inserted a test p-cap into the retainer ring, and it locked in place properly.